Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the 2 clips did not form correctly. The clip applier had several wrongs. There was no patient injury.